Event description:
Patient presented back to the physician with a continued infection that originated following the dental procedure and had subsequently spread to the inspire system. Physician brought the patient into the or, removed the entire inspire system, irrigated both pockets with antibiotic solution, and closed.

Event description:
Patient presented to their inspire physician with an abscess at the chest incision site, following a recent dental procedure. Inspire physician admitted the patient for further evaluation. Patient was given antibiotics in the emergency department and IV antibiotics were also initiated. Cultures were obtained and the results returned positive for infection. Based on the findings, the inspire physician suspected the infection may have originated from the dental procedure and potentially spread to the inspire system. Patient remains hospitalized for observation and will determine the next steps.